Event description:
Unrelated to urinary catheterization, the patient was admitted to the hospital for influenza on (B)(6) 2019. During his stay he was also diagnosed with a urinary tract infection. No device malfunction was reported. He was treated with an antibiotic from (B)(6) 2019. Symptoms persisted so he was prescribed a second antibiotic on (B)(6) 2019 and took the last dose on (B)(6) 2019. Patient's spouse said his doctors plan to place him on a daily maintenance antibiotic as a preventive measure against urinary tract infections.